Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell with multi holes porous 56 mm o.d. Size kk for use with kk liners, pn 00875705602, ln 62276964; wagner sl revisionâ® hip stem, uncemented, ã¸ 14/190, taper 12/14, pn 0100101914, ln 2685270; bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, pn 00877503602, ln 2708230. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03001.

Event description:
It was reported that patient is experiencing left hip pain and instability one year post implantation.